Event description:
Pt was revised to address pain attributed to a fall. The cup became loose after the fall. Significant osteolysis and poly wear were discovered intraoperatively.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release distribution. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 16 years of implantation. The investigation could not verify or identify any evidence of product error with regard to indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.